Event description:
It was reported to boston scientific corporation that a hydrothermablation (hta) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, at approximately 3 minutes into the ablation phase, a fluid loss occurred and fluid leaked into the vaginal canal. The physician reported the patient previously had a cervical pregnancy and birth 15-20 years prior, at which point a portion of her cervix had been surgically removed. Post procedure, the physician prophylactically applied silvadene cream as a precautionary measure. The doctor spoke with the patient 3 days after the procedure, who stated there was no evidence of a burn, symptoms, or other problems associated with the cervical fluid leak. The physician does not plan to do any follow up with the patient as there is no issue or concern from this event.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.